Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of 'passing out' and it 'looks like a seizure.' The patient stated that the device had been checked multiple times, and appeared ok. The patient's physician's plan to adjust medication, and to replace the device. No further patient complications have been reported as a result of this event.